Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position where there was a pericardial effusion (pe) during the procedure. The pericardial effusion was seen after insertion of guide sheath but before insertion of the implant catheter. The guidewire was parked in the left upper pulmonary vein as confirmed with echo and fluoro. The transseptal puncture was not too posterior and we were mid fossa. Either the guide sheath tip and/or the guidewire punctured the left atrial ceiling/upper wall. Blood was aspirated from pericardial effusion (700ml). Patient received nacl for the lost volume and also arterenol to raise the blood pressure. Blood pressure dropped from initial 120/86mmhg to 54/34mmhg. By the end of the actions taken when there was only a slightly dose of arterenol given and the patient was still sleeping the pressure was 108/74mmhg. The patient received protamine to antagonize the previously given heparin. After that there was no new filling of the pe, and it was difficult to identify the hole closed. No measures were taken to close the puncture or pe. It closes itself. Only thing was that heparin has been antagonized. The procedure was aborted. Initially, it was assumed that the puncture was caused by the wire because a puncture by guide or dilator would have caused a much bigger hole that would not have closed itself afterwards. However as per further conversation with customer, it is assumed the atrial roof was somehow punctured by our dilatator. It is planned to treat the patient again after a week with pascal.

Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There are no nonconformances identified related to the complaint event. The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with other empirical evidence via the testimony of the edwards on-site clinical specialist (cs) present during the procedure. No manufacturing non-conformities were found in the returned sample. Available information suggests that placement of the guidewire and force during gs insertion into the left atrium may have contributed to the reported event. However, a definite root cause is unable to be determined. Pericardial effusion and cardiac injury (perforation) are known potential adverse events which have been identified as a possible complication of mitral and tricuspid valve repair, including the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to such injury, including technique used for puncturing the interatrial septum, puncturing the interatrial septum at an erroneous location, placement of the guidewire, among others.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint # (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where there was a pericardial effusion (pe) during the procedure. The pericardial effusion was seen after insertion of guide sheath but before insertion of the implant catheter. Most likely the guidewire was not in the left upper pulmonary vein although it looked like it in echo and fluoro. It was also not in the left atrial appendage, which was not affected or punctured. The transseptal puncture was not too posterior and we were mid fossa. Either the guide sheath tip and/or the guidewire punctured the left atrial ceiling/upper wall. 700 ml of blood was aspirated from pe. Patient received nacl for the lost volume and also arterenol to raise the blood pressure. Blood pressure dropped from initial 120/86mmhg to 54/34mmhg. By the end of the actions taken when there was only a slightly dose of arterenol given and the patient was still sleeping the pressure was 108/74mmhg. The patient received protamine to antagonize the previously given heparin. After that there was no new filling of the pe, and it was difficult to identify the hole closed. No measures were taken to close the puncture or pe. It closes itself. Only thing was that heparin has been antagonized. The procedure was aborted. It was assumed that the puncture was caused by the wire because a puncture by guide or dilator would have caused a much bigger hole that would not have closed itself afterwards. But which of both (guide sheath or wire) caused it, could not be clearly identified. It is planned to treat the patient again after a week with pascal.